Event description:
It was reported to philips that the system had a flex vision failure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked it remotely and confirmed that there is malfunction in the flex vision pc. A quote was provided and accepted. The new flex vision pc was sent to the customer under a material-only work order. After replacing the flex vision pc by customer, system returned to good working condition. The codes were updated based on the investigation outcome.